Event description:
It was reported that the lead exhibited high capture thresholds on (B)(6)-2011. The device was reprogrammed. On (B)(6)-2012, the lead experienced the same issue due to lead dislodgement. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.